Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device reboot by itself continuously. In this condition the device would be inoperative. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device continuously rebooting by itself was confirmed. Ventec opened the device to perform a visual inspection and observed that the device's internal battery had lithium leakage which covered multiple components on its control board, including the in power-management circuitry. Ventec replaced the internal battery and control board to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the internal battery had leaked lithium on to the control board.